Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The customer stated that there were no significant events leading to her admittance. Upon troubleshooting, it was found that the infusion set cannula was bent. She had heavy breathing and dry mouth. She stated that she had already changed the infusion set but still experienced high blood glucose. She noted that her blood glucose reading reached over 600 mg/dl. She was treated with an insulin pen at the hospital. The most recent blood glucose reading was 197 mg/dl at the time of the call. She was advised to change the entire infusion set, reservoir and insulin. She called back reporting persistent high blood glucose. The customer did a fixed prime of 5 units, and the insulin pump did not alarm. She was advised that the issue may be related to the insertion site. Advised an infusion set change. Nothing further noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.